Event description:
It was reported that patient had a tkr done 2 weeks ago but had an infection. Localized not systemic (most probably). Doctor decided to remove the insert, wash out the joint and replace the insert with a brand new one.